Manufacturer narrative:
The device was returned to boston scientific in (B)(6) 2013. A thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system presented to the hospital after falling down in (B)(6) 2013. The patient is currently intubated. The device was programmed to vvir mode at 60/130 bpm. The patient was reported to have chronic high threshold measurements, but was not pacemaker dependent. The family reports that the patient tripped and fell. The patient was alone and was found on the floor. A review of device data confirmed no therapy was given and there were no stored episodes at the time of the fall. The device was reprogrammed due to an even higher rv threshold noted, as well as increased thresholds in the left ventricular (lv) lead. This impacted the longevity remaining on the device. Approximately two weeks later, the device was explanted and the rv lead was surgically abandoned; and both products were successfully replaced. Boston scientific's legal department received paperwork in (B)(6) 2015 that a representative for the patient (deceased as of (B)(6) 2014) has filed a lawsuit with boston scientific. The legal claim asserts that the boston scientific products were defective and corrosive, and it's implantation caused serious and fatal injuries and damages to the patient. The legal claim asserts boston scientific was negligent in the design, manufacture, fabrication, storage transportation, and sale of the device and leads and this negligence was the direct and proximate cause of the serious and fatal injuries and damages to the deceased. The legal claim also asserts that boston scientific failed to test the device appropriately and failed to produce the proper voltage which caused the deceased to suffer a cardiac arrest. In addition to the injuries already mentioned, the legal claim states the patient required continual medical aid, hospitalizations, attention, treatment and services; incur expenses and loss of wages all until his death.